Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The transformer voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a stator not on error during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.